Event description:
The customer reported that the patient underwent revision surgery on (B)(6) 2015 due to implant failure. The issue was noticed as the patient started limping on the right hip with no precipitating fall or stumble.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of this event could not be determined, insufficient information was provided. Further information such as device details, device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
The customer reported that the patient underwent revision surgery on (B)(6) 2015 due to implant failure. The issue was noticed as the patient started limping on the right hip with no precipitating fall or stumble.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.